Event description:
It was reported via repair work order that the scale was reading incorrectly due to being out of calibration. Tech calibrated the scale and confirmed that after calibration the scale was working to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.